Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and advised to disable minute ventilation (mv) and accelerometer (xl) sensors. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was having a non-cardiac related surgery at which time pacing was noted at the maximum sensor rate (msr). No adverse patient effects were reported.